Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received one used, empty easypump ii lt 270-27-s without packaging. The provided sample was subjected to a visual inspection. Damages that would lead to a malfunction were not detected at the sample. After opening the big white top cap we detected solution and crystallized drug residues at the filling port (lli-cone) and at the patient connector (lla-cone) of the sample. In addition, the sample was taken to a functional test respectively a leak test was carried out. Therefore the pump was filled up to the nominal volume of 270 ml with nacl 0.9 %. After starting the pump the pump did work immediately (solution was running). Leakages were not detected. Furthermore the flow rate of the pump was tested. Nominal: 10 ml/h actual: 16.9 ml in 1 h; 35.7 ml in 2 hrs; 170.6 ml in 16 hrs. The flow rate of the inspected pump is within our specifications. A too fast flow (as described by the customer) could not be determined. The inspected sample is within our specifications. Device history records (DHR): reviewed device history records, there is no abnormalities and no such defect detected during in process and at final control inspection.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in switzerland): easypump - fast flow